Event description:
On (B)(6) 2017, the reported contacted animas alleging the patient¿s blood glucose on that day was 18 mmol/l with unspecified ketones, extreme drowsiness, extreme thirst, and symptoms of dehydration. It was reported the patient self-treated with insulin via injection. A use-error of the patient not using room temperature insulin was reported. This complaint is being reported because the reported health event was attributed to a use-error.